Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint to date for this corporate lot number. The sample has been rec'd and is currently being evaluated. The investigation is underway.

Event description:
It was reported that a pta balloon failed to deflate after being used to treat in-stent restenosis. Reportedly, a contralateral approach was used, and the catheter was advanced through the aortic bifurcation to reach the stenosed stent in the sfa-popliteal artery. The balloon was inflated and deflated in the distal portion of the stent without incident. After inflation in the proximal portion of the stent, the balloon could not be deflated. Multiple attempts were made to deflate the balloon. It was finally successfully deflated by cutting the inflation lumen. Extravasation was observed and vessel dissection was identified at the aortic bifurcation. A 10mm balloon was advanced and two covered, kissing stents were implanted bilaterally at the aortic bifurcation. The pt was taken to the recovery room in stable condition.